Event description:
The customer reported that the rui console is not working (dropped) and needs replacement. No pt injury was reported.

Manufacturer narrative:
The ge svc rep ordered parts to fix the system.